Event description:
The following has been reported: biomed reported: " pump problem red alarm no patient harm or infusion stoppage reported." A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure (valve 1). Unit started up with double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed (valve 1 ). Performed hardware test and unit failed for valve 2 leak failure. Installed engineering test manifold and unit passed. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Internal investigation found front housing, rear cover, and pneumatic plate assemblies damaged due to broken screw mounts. Grounding connections have braided wires versus insulated wires. Front housing, rear cover, pneumatic plate, ground wires, and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.